Event description:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2005 and mesh was implanted; and on (B)(6) 2010, elevate and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted due to sui and pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent hysterectomy in 2010. It was reported that the patient underwent mesh revision due to vaginal mesh exposure, severe uterine prolapse, severe cystocele, vaginal vault prolapse with uterus in situ and sui on (B)(6) 2011. It was reported that the patient underwent mesh revision due to eroded mesh and sui on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).